Event description:
It was reported that the switch buttons were not non-functional prior to a laparoscopy. The instrumenht worked via footpedal, but the dr wanted hand activation. The device was attempted to be taken off, but the device wouldn't come off. Eventually the whole center mount came out and is still attached to the handpiece. There was no pt consequence. The handpiece with the stuck device will be returned for analysis.

Manufacturer narrative:
Evaluation summary: the device was rec'd in good condition and no visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and funcitoned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.